Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had emergency room visit and were hospitalized due to high blood glucose on unknown date with blood glucose of 300 to 400 mg/dl, 571 mg/dl, over 1100 mg/dl, 700 mg/dl and 600 mg/dl. Patient's other blood glucose value: unknown. The customer experienced symptoms such as diabetic ketoacidosis, flu and sick. The customer was treated with insulin pump and manual injection. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.